Event description:
A report was received that a patient is experiencing difficulty charging their ipg. Troubleshooting was attempted but the problem persisted. An x-ray confirmed that the ipg was tilted in the pocket. The patient underwent a revision procedure and the physician chose to replace the ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Patient data indicated charging difficulty similar to the characteristics of tilted ipg orientation or deep pocket. The ipg was not linked, and it was successfully charged to full capacity in one cycle. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that a patient is experiencing difficulty charging their ipg. Troubleshooting was attempted but the problem persisted. An x-ray confirmed that the ipg was tilted in the pocket. The patient underwent a revision procedure and the physician chose to replace the ipg.